Event description:
It was reported that a balloon rupture occurred. An agent dcb mr 2.00 mm x 20.00 mm was selected for treatment of the target lesion. The agent device was advanced to the lesion site and inflated once at 6 atm when the balloon ruptured. The device was removed from the patient via the normal method. The procedure was successfully completed with another same device. There were no patient complications reported.